Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient was having issues. The surgeon found that the lens presented with glistenings. The surgeon removed the lens on a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a clear liquid inside a specimen cup. The lens was removed from the liquid and allowed to dry and acclimate to room temperature prior to evaluation. After drying, apparent patterns of solution are visible on the lens. The lens was cleaned with lphse for further evaluation. The optic is torn/split/cracked and cut into two pieces, typical of an insertion and removal. The lens appears clear. Power and resolution testing could not be conducted due to the optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of "glistenings". The lens appears clear. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).